Manufacturer narrative:
Unit passed self test. Unit alarmed insulin flow blocked during bolus due to high current motor draw. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with scratched case and pillowing keypad overlay. No damage to motor slide noted. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump did not allow the refill after set change, as piston was damaged. Information received by medtronic indicated that